Manufacturer narrative:
The pump had unresponsive buttons due to a flattened (creased) bolus express button dome switch. The pump had a minor scratched lcd window and a cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that the b button on the insulin pump does not work. Caller stated that it works sometimes but most of the time it does not. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.